Event description:
(B)(4) study. Same case as 2134265-2012-01927; 2134265-2012-02347. It was reported that following a coronary artery treatment procedure the patient experienced a thrombosis. The target lesion was a denovo lesion, located in the mid right coronary artery with 95% stenosis and was 25mm long with a reference vessel diameter of 2.5mm. The physician treated the lesion with pre-dilatation and placement of a 3.00 x 38mm taxus liberte stent overlapping distally with another 3.00 x 12 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%.the patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient presented with substernal chest discomfort. On admission, his EKG demonstrated marked st-segment elevation in inferior leads and the patient was diagnosed with stemi. The patient was admitted on the same day. Cardiac enzymes were found to be elevated and a "very late stent thrombosis" was suspected. The 100% in-stent restenosis and stent thrombosis of the study stent placed in mid right coronary artery was treated with thrombectomy and pre-dilatation, followed by placement of a 3.5 x 38mm non bsc stent. Following post-dilatation using a quantum balloon, residual stenosis was 0% and timi flow 3. During the procedure, distal embolization was suspected for which the patient received adenosine. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).